Event description:
It was reported that the device exhibited a sensor error. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis with complaint of sensor error. There is no past repair history. No defects were found in the appearance of the product. Visual and functional testing was performed. It was confirmed that the spo2 value could not be measured even after the power was turned on. After connecting an ICU-owned test probe, the spo2 value could be measured. The reported issue was caused by a defective or broken oximeter probe. The sensor probe was replaced to correct the issue. The device passed all functional testing post repair.